Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure to treat a lesion in the proximal circumflex artery. Pre-dilatation was performed using a 1.2 x 12 mm trek otw dilatation catheter and a 2.0 x 15 non-abbott dilatation catheter. After pre-dilatation was performed, it was noted that a small dissection had occurred; however, it was unknown which device caused the dissection. A 2.25 x 23 mm xience xpedition stent and a 2.25 x 08 mm xience xpedition stent were implanted in the proximal circumflex artery to treat the dissection and the lesion. The patient condition resolved on (B)(6) 2014. Post procedure, the patient experienced a vasovagal response, with hypotension and bradycardia. Medication was administered and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2014: (16:56)ck=58.0 u/l, nul 234.0; (B)(6) 2014: (16:56)central lab ck-mb=3.0 ng/ml, nul 6.0. Concomitant products: dilatation catheter: sprinter legend rx 2.0x15. Guide cath: 6fr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection is a known observed and potential patient effect as listed in the otw trek instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.